Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, application was not launching. The customer stated that station was showing blue screen. The customer stated that they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2019 and confirmed that this device was not previously returned for servicing, and there were no production failures which correlate to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the application was not launching. When the field service engineer (fse) arrived onsite, the station was found powered off. After powering it up, the application failed to load. The fse reset the auto-login settings in station configuration, but the station still produced a station ui error message. The fse then launched the application in admin mode to get the station operational, as the psych unit urgently needed the station running. The fse planned to address the station ui error with the technical support specialist. The station application was successfully launched, and the customer was able to pull medications without further issues. The system functioned after the field service engineer repaired the device.